Event description:
On (B) (6) 2008, this patient was implanted with gore excluder aaa endoprostheses. On (B) (6) 2008, a contralateral leg component was implanted. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.